Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25874. It was reported that the patient presented in clinic for a post-operative check. Interrogation revealed that the right ventricular lead exhibited high capture thresholds, high pacing impedance, and low r-wave sensing. Additionally, the left ventricular lead exhibited high capture thresholds. No device intervention was performed. The patient was stable.